Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Customer called as with two sensors she lost the signal quite a lot and now the same is happening with the 3º one (she is wearing now). Explained to her alert was caused by a loss in communication with the transmitter. She had the sensor off at the moment. I advised her to turned the sensor on and the rf icon turned green. Pump communication has been reestablished. No additional t/s is required. Explained the pump will alert ¿lost sensor signal¿ if the pump receives no updates from the xmtr for approx. 30 minutes. Most common cause for the ¿lost sensor signal¿ alert is rf interference. Some cell phones and cordless phones may cause this interference. (Internal note) arcing from electric drills, large electric motors, flickering lights, dc motors are other possible sources of rf interference. When the pump fails to receive an update from the xmtr, the rf icon will change from green to gray. Updates are normally received every 5-7 mins. If an update is missed the pump will automatically attempt to reconnect, during this time period the sensor glucose gr4p.h screen will display ¿searching for sensor signal. She only started with the sensors 3 weeks ago. She inserted the sensor on the buttocks site. The other two sensors didn´t last 6 days and she would like us to replace the two sensors. Lot. Tba sensor (B)(6) input date: (B)(6) 2017 warranty start: (B)(6) 2017 warranty end: (B)(6) 2021 batch - (B)(6)